Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was determined that an integrated circuit chip, designator u22 from the digital pcb assembly was causing 60.1ma of off current, which has depleted the internal hlc batteries.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no report of any patient use associated.

Manufacturer narrative:
Brand name of the initial medwatch report indicates: brand name - lifepak cr(r) plus defibrillator. The initial medwatch report should indicate: brand name - lifepak express(r) defibrillator. The initial medwatch report indicates: model # - crplus. The initial medwatch report should indicate: model # - express.